Event description:
Pt's mother reported a problem occurred with the infusion device. Mother stated pt's blood glucose level was 384 mg/dl but after a bolus of 5.5 units of insulin at 11 am his blood glucose level was about 565 mg/dl. Mother reported she tried to change the infusion set but nothing happened and the infusion device has given no alarm or error message. Mother stated the pt is now continuing therapy with the pen. Mother reported the pt decided to change all of the accessories but his blood glucose level remained elevated. Mother stated around 2 pm the pt has made 2 insulin pen injections and his blood glucose level was a little bit lower at 344 mg/dl but after dinner and another bolus at 9 pm, his blood glucose level was about 414 mg/dl so the pt went to the hospital. Mother reported they removed the infusion device at the hospital and have given 2 boluses with the pen. Mother stated at 1 am his blood glucose level was 319 mg/dl and the pt has returned home. No further info is available. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.